Event description:
It was reported that during a rectum cancer resection procedure, the blade sheath could not be opened. Another same like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off but not missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with other instruments during use."